Event description:
A pt was found in cardiac arrest and the thumper was applied to provide circulatory and ventilation support to the pt. During the resuscitation attempt, the unit stopped performing chest compressions. The device was immediately removed and manual CPR was continued. The pt was not resuscitated.